Event description:
It was reported that the patient felt a shock. During interrogation several vt/vf were observed due to lead noise. Externalized conductors were observed via fluoroscopy. The lead was explanted and will not be returned.

Manufacturer narrative:
External insulation abrasion was noted at 44.5-45.0cm from the lead tip. The etfe coating was intact at this location. External insulation abrasion was noted at 18.5-19.0cm from the lead tip. The etfe coating was abraded at t his location. Externalized conductors due to external insulation abrasion were found at 11.5-14.1cm from the lead tip. The rv etfe coating was abraded at 12.5-14.0cm from the lead tip. Internal insulation abrasion was found under the rv shock coil at 5.0 -5.3cm from the lead tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise if the lead came in contact with the rv shock coil.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.